Event description:
It was reported the patient received the following results within 15 minutes: 110 mg/dl, using the perform a meter and 290 mg/dl, using a hospital device. The patient had high blood glucose levels and a high acetone level and was hospitalized at the time of the event.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.